Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400mg/dl. Customer¿s blood glucose level was unknown. Insulin pump had insulin flow block alarm. It was resolved by changing set and reservoir. The insulin pump will be returned for analysis. Frn reservoir 3ml mmt-332a.